Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the surgery for lumbar vertebral canal stenosis was performed by using the verse cannulated screw and verse collection keys. The fixed area was l4 ¿ l5. Although the outer torque was fastened after inserting the collection key via the facilitator, a sound which the torque was supposed to be spinning around could not be heard (cross-threaded). The surgeon tried this several times. Because even the inner torque could not be fastened thereafter, the screw was removed and replaced with a new one. The surgery was completed with a 40 minute delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual evaluation of the returned device revealed that the threads on set screw was torn and peeled. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause cannot be positively determined. However, based on the visual evaluation of the returned sample, the possible cause of the defect is the instrument been subjected to unanticipated torsional forces during use or wear and tear over time. This will put more pressure on the threads of the set screw causing it to be torn and peeled. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.